Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned capio slim revealed that the product does not have visual defects nor functional issues. The carrier was actuated three times, it extends and retracts, within specifications. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the problem is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle carrier deployed, however the bullet got stuck in the capio head and it would not come out. A second capio slim was used to complete the procedure with no patient complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle carrier deployed, however the bullet got stuck in the capio head and it would not come out. A second capio slim was used to complete the procedure with no patient complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.